Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that when the patient stood up urine would come right out or some times when sitting. The patient could not make it to the bathroom. The change in leaking was considered gradual that started 3-4 days ago in (B)(6) 2016. The patient was feeling stimulation. The healthcare professional (hcp) had not instructed the patient to keep a voiding diary. They had adjusted the setting to 4.0v to 3.6v and urine was running out. An appointment was scheduled for (B)(6) 2016 for follow up. Additional information from the consumer's family member reported that (B)(6) 2016 for a programming session. The patient was instructed to increase stim to 4v if symptoms had not improved to her satisfaction. She did this on (B)(6) 2016 and there was an 80-90% improvement in the leakage symptoms. The patient started to have some issues with retention. She saw the health care professional (hcp) on (B)(6) 2016, 1000 cc of urine was drained from her bladder. The patient was catheterizing several times a day since (B)(6) 2016. On (B)(6) 2016, the family member drained the patient's bladder of 600-700 cc and the same amount again that evening. She did not drink liquids past 12pm but the patient still catheterized 600-700 cc of urine in the morning. The hcp was aware of the new retention issues and directed the patient to continue catheterizing. Further information from the patient reported that leaking was the same all the time which was why she wanted to try the bladder stimulator. The leaking was about 70% better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.